Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient lost stimulation coverage in her back and she experienced unintended stimulation in her legs. Surgical intervention may be taken at a later date to address the issue.